Manufacturer narrative:
Investigation summary: two (2) photographs were provided by the customer, the complaint of a crack cannot be confirmed from the photograph's provided. Received one (1) used list# mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. As received, unknown solution residuals, also a crack was observed. Complaint of a crack is confirmed, probable cause, unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unspecified date in november, the 7" smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer, bulk non-sterile had a leaking issue which stated, peripheral IV extension catheter had a crack in the connection between the extension set and microclave". This was discovered as the registered nurse (rn) connected the extension set to a newly placed intravenous (IV) catheter and blood began to leak from the crack. The extension set was removed, and a new non-defective extension set was placed. There was a minor inconvenience in the nursing workflow to grab another extension set and to assess the flow of blood from the leak. A photo was attached to the packaging which is a brand new IV insertion. The nurse initially flushed the line with a 10cc normal saline syringe and no continuous fluids were running at the time. The leakage appears to occur at the t portion as shown in the photo provided. There was no patient harm reported.